Event description:
The pt was described as having no femoral pulse in the right leg at the time of admission. Use on ischemic limbs is contraindicated. Pt placement on top of the blanket is contradictory to the instructions for use.